Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. There is nothing that indicates that the nerve problems experienced by the patient are related to the products. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received one osseospeed tx 5.0 - 11 dental implant on (B)(6) 2019 in position 19 (fdi # 36). The implant was removed on (B)(6) 2019, prior to functional loading, due to nerve damage and hyposensitivity. No information is available concerning the patients present status.

Manufacturer narrative:
The device was returned, evaluated for diameter and length measurements, and found to be in specification.